Event description:
Account reported that the needle in the bek4511 tray is bending inward upon insertion in to the bone, making it difficult to remove the sample and they have had to restick the pt for biopsy sample. The staff is currently using the cj4511x single sterile needle for the procedure. The cj4511x needle does not bend upon insertion into the bone.